Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver 5fu (fluorouracil) and delivery was started. No further programming parameters were provided. On (B)(6) 2011 between 0900 and 0930, the patient called the clinic to report that the device display indicated the delivery was completed and that the container was full of air. The customer contact reported the delivery was expected to be completed at 1045. It was reported that the homecare patient was instructed to clamp the tubing and return to the clinic. After the homecare patient returned to the clinic, it was reported that the solution container was full of fluid and that no medication had been delivered. The device was removed from clinical service. The missed dose was not given. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device delivered less than intended. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.77ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the pump history indicates on (B)(6) 2011 at 0825, the device was programmed for ml/hr only delivery, with a 2.7ml/hr rate, with a vtbi (volume to be infused) of 124ml, air sensitivity on, keypad locked and the pump was powered off. At 1151, the delivery was started. New date stamps of (B)(6) 2011 and (B)(6) 2011 occurred. At 0949, an empty container alarm occurred and auto kvo (keep vein open) delivery began. At 0952, the silence key was pressed and the delivery was stopped. At 1026, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.